Event description:
I received a new philips dreamstation CPAP from my durable medical equipment provider (dme) toward the end of 2020. I reported to my dme that when I first received the dreamstation in late 2020, the air it delivered had a terrible "chemical/industrial" smell (I wasn't sure how to describe it) and it also had a humming sound that was louder than whining sound the apap it replaced had. Now I am wondering if the "chemical/industrial" smell was the "off-gassing" described in the philips respironics voluntary recall of certain ventilators, bi-level positive airway pressure, and continuous positive airway pressure (CPAP) machines due to potential health risks that was announced in june 2021 that included the philips dreamstation. FDA safety report ID # (B)(4).